Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the insulin pump had a power loss alarm and a failed battery test. Blood glucose level at the time of the incident was not provided. During troubleshooting, the customer did not have any new batteries to use. The insulin pump was not replaced or returned for analysis.